Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This submission is being relayed due to a correction to the MFR number. Upon reassessment of the reported event, it was determined this MDR was not filed under the correct MFR number. This event will be reported on MFR - 0002023141-2020-00007.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported that the patient had pain and wound dehiscence. Pain was noticed 1 week after placing the healing abutment.